Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device experienced "heat" during surgery. It is known that device was being used during surgery but no patient or user injury occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. The date of the event is unknown. There was no additional information provided.